Manufacturer narrative:
IFU reviews; final complaint report (B)(4).

Manufacturer narrative:
Device not returned. Device not returned.

Event description:
Stemi cardiogenic shock patient. Doctor delivered one stent successfully and then had a second stent that would not cross the lesion. Additionally he tried to use a third stent and it separated (fell off) from the balloon before implanting. Balloon inflation difficulty was reported. No patient injury.